Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) concomitant products: dtba2d4 implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013; 6935m62 implantable tachy lead implanted: (B)(6) 2013; 407652 implantable pacing lead implanted: (B)(6) 2013.

Event description:
It was reported the patient is deceased and died approximately four months post implantable cardioverter defibrillator (ICD) system implant. It was further reported thatinterrogation of the device post mortem noted no episodes or therapies were registered. The cause of death is unknown.